Event description:
It was reported by the aci sales associate that a pt underwent a diagnostic coronary (left heart cath) catheterization procedure on (B)(6) 2012. Access was obtained at the common femoral artery using a 6f terumo sheath. A pre-procedure femoral angiogram showed the vessel size to be approx 6mm. Following the procedure the physician selected the mynx cadence vascular closure device 6/7f to close the access site. On (B)(6) 2012, the pt had a permanent pacemaker implanted. On (B)(6) 2012, the pt presented to interventional radiology, with lower limb ischemia. After a femoral arteriogram of the right leg, it was determined that there was an obstruction at the profunda and superficial femoral artery bifurcation. A piece of the obstructive material was recovered through aspiration. The material was described as ¿looked like a rectangular piece of expanded polyethylene glycol (peg) sealant¿. It was reported that the interventional radiologist who performed the procedure believes that the event is mynx related. The account is awaiting a copy of the pathology report to definitively determine if the obstruction was expanded because of the polyethylene glycol (peg) sealant from the mynx cadence vascular closure device. On (B)(6) 2012, the aci sales associate reported that he spoke to the vascular surgeon who reported that the pt¿s femoral artery had a chronic thrombosis at the bifurcation of the cfa, at the sfa and profunda. The vascular surgeon also reported that the mynx sealant was deployed in the femoral artery due to operator error and had no effect on protocol for this patient or patient outcome¿.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the info provided, the cause of the reported event was user error. It was reported. ¿due to operator error, the deployment of the mynx sealant was deployed in the femoral artery¿. A review of the lhr (lot f1134710) indicated that the device lot met all established performance criteria prior to shipment.